Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported discrepancy of number of attempts medicine delivered and what was left in syringe. There was no report of patient harm.

Manufacturer narrative:
The customer¿s reported issue of a discrepancy of the number of attempts for medicine delivered and what was left in the syringe was not confirmed. Physical inspection of the device showed incidental damages unrelated to the reported event. Log analysis showed that on (B)(6) 2018 at 7:44am a monoject 35ml syringe was selected with a detected volume of 31.6807ml. Pca doses delivered were each recorded as a vtbi of 1ml. From the time of the above syringe selection at 7:44am until the pca was turned off at 11:43am on (B)(6) 2018, the pca event log recorded 22 doses delivered, suggesting 22ml was infused. The number of requests recorded was 30. It is believed that the unmet demands were due to the lock out period. Rate accuracy testing showed the device functioning within specification. A root cause for the customer¿s reported discrepancy was not determined.

Event description:
The customer reported a discrepancy of the number of attempts for medicine delivered vs. What was left in the syringe. There was no report of patient harm. The device passed pm testing by the facility biomed. Although requested, no further patient or event details were provided.